Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked fluid from the controller assembly (pump housing) during the procedure and allegedly the leaked fluid may have gotten into the patient. The allegation of how the fluid from a leak may have gotten into the patient is unclear, as the pump housing for this device is attached to the IV pole and is generally away from the operative site, and as such there would have been little risk for patient contact. Follow up with the user facility did not provide clarification or confirmation into this portion of the initial allegation. No patient injury, or intervention has been reported. The sample was discarded and not available for return. A photo was provided of the device placed in a biohazard bag post procedure. The photo did not help to determine a root cause. However, based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. Not returned.

Event description:
As reported, during a laparoscopic procedure on (B)(6) 2021, the operating room staff noted that the bard/davol hydrosurg plus irrigation device leaked fluid from the controller, where the battery is beneath pump assembly, and may have gotten into the patient. It was reported that the same device was used to complete the procedure. There was no reported patient injury.